Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 400mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer was treated with the injection. Customer states that the insulin pump did not give him any insulin. Customer was offered the troubleshooting for high blood glucose and no delivery alarm. The insulin pump will be returned for analysis.